Manufacturer narrative:
Concomitant medical products: 6996sq58, lead, implanted: (B)(6) 2015; 507652, lead, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced syncope and presented to the emergency room. The device treated the patient's ventricular tachycardia (vt) episode with anti-tachycardia pacing (atp). The vt accelerated, and was then successfully treated with a shock. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.